Manufacturer narrative:
G4: 12may2020 b4: (B)(6)2020. The part was returned to the manufacturer for the failure investigation (fi). Results: customer complaint cannot be verified. No occurrence of backup alarm failure was seen during cycle testing. No fault found. The determination could not be made that the device failed to meet specifications. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. There is no relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 16jan2020. B4: (B)(6) 2020. The manufacturer¿s international service technician confirmed the reported alarm failure issue. The manufacturer¿s international service technician replaced the cpu pcba to address the reported problem. After replacement and configuration, there were 8 hours in operation without the error being reproduced. After corrective maintenance the equipment is operational and meets the manufacturer's specifications. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/06/2020.

Event description:
The customer reported that the ventilator does not cycle correctly. On follow-up, an error code indicating back up alarm failure was found in the diagnostic report. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.